Event description:
This infection coincides with their 7 fr hickman line insertion. The line needed to be removed 10 days after insertion. The facility is not blaming the hickman line; however, they want to exclude it as the cause as the infection date was coincidental with insertion. The hospital has swabbed the insertion site and track and both have positive growth for the fungus. As the child is now systemically infected. They checked other lot numbers and not other recorded incidences of infection were discovered.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of huwg1615 showed no other similar product complaint(s) from this lot number.